Event description:
Caller reported a tandem mobi cartridge alarm that resulted in blood glucose levels exceeding 500 mg/dl with the value displayed as "high." The customer managed the high blood glucose by administering a correction injection via mdi and did not require third-party assistance. Tandem technical support confirmed the cartridge alarm, instructed the customer on necessary steps, and sent a replacement pump to resolve the issue. The customer was advised to return the problematic pump using a pre-paid label within ten days.